Event description:
A us distributor returned a monitor and reported monitor delivered a monophasic pulse.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers monophasic pulse) was isolated to cracked c39 component. The root cause for the cracked c39 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.